Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: a total of three syringes, one sample associated with another complaint, was provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for the reported lot 2011018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a crack in it and leaked while drawing up stem cells. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "this syringe was being used to draw up stem cells. The crack was noticed before any leakage occurred. There is also a long crack along the syringe barrel as per the other two." "The second was removed from the drawer by my colleagues from stores, having found the crack inside the packaging. I was presented with a 50ml syringe this morning that was reportedly involved a separate, second stem-cell leakage incident which has yet to be reported. They did not retain the packaging, but all of the rest of the syringes in that drawer also appear to be from batch 2011018. So, the first and third have been used (and are therefore probably not transportable but are available if needed. The second one mentioned above has never been used for anything clinical but was removed from its packaging by my stores colleagues to inspect it then we think the cleaners probably took the packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a crack in it and leaked while drawing up stem cells. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "this syringe was being used to draw up stem cells. The crack was noticed before any leakage occurred. There is also a long crack along the syringe barrel as per the other two." "The second was removed from the drawer by my colleagues from stores, having found the crack inside the packaging. I was presented with a 50ml syringe this morning that was reportedly involved a separate, second stem-cell leakage incident which has yet to be reported. They did not retain the packaging, but all of the rest of the syringes in that drawer also appear to be from batch 2011018. So, the first and third have been used (and are therefore probably not transportable but are available if needed. The second one mentioned above has never been used for anything clinical but was removed from its packaging by my stores colleagues to inspect it then we think the cleaners probably took the packaging."